Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 198 mg/dl. The customer's grandmother stated that she took the battery out and still had a button error. She also noted that the customer was at a horse show, and it was very hot and humid where she was. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.